Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported unspecified tissue injury associated with the new small anterior flail was due to forces while removing the clip from leaflet entanglement in conjunction with challenging patient anatomy (thin leaflets). The reported difficult to open or close (gripper actuation - single) associated with the entangled gripper not raising was due to procedural circumstances (gripper entangled with anatomy restricting movement and impacting gripper function). The cause of the reported unintended movement associated with the clip¿s quick movement back into the atrium was due to the clip being freed from entanglement under tension. The cause of the reported difficult to remove (anatomy) associated with the entanglement could not be determined. The reported patient effect of tissue injury, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report difficult removal, a gripper actuation issue, and tissue damage. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4+. It was noted one clip was previously implanted, but the patient returned due to a progression of disease. An nt clip was inserted and advanced into the left ventricle (lv). While attempting to grasp, the anterior leaflet became caught on the gripper. Troubleshooting was performed to remove the leaflet from the gripper. However, it was observed the gripper was unable to raise. The clip then shot quickly into the left atrium (la), resulting in a flail on the anterior leaflet. The physician decided to remove and replace the nt clip. Two clips were then implanted, reducing mr to a grade of 2-3+. There was no clinically significant delay in the procedure. No additional information was provided.